Event description:
The customer reported that there was intermittent communication failure error messages. This error is likely to result in a system lock up, no boot, or shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer and associated circuit boards were removed and replaced. The system was tested and found to be working as intended and returned to service.